Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The getinge stm (service territory manager) performed the solenoid driver board field safety corrective action as per service bulletin 0055-00-0843. The stm also performed a full calibration and functional tests in accordance with the system's service manual. The iabp failed the battery run time test within 70 minutes. The stm advised the customer to replace the batteries and also indicated that the customer would clear the iabp for clinical use.

Event description:
The getinge field service engineer (fse) was on site to perform the solenoid field action, and during service/ test, the fse observed that the intra-aortic balloon pump (iabp) failed the battery run time test within 70 minutes. There was no patient involved, thus no injury or adverse event were reported.